Event description:
A malfunction alarm was reported involving a pump, which led to no adverse impact on the customer's blood glucose level, remaining within the normal range. The distributor and technical support determined that the pump was not resettable, prompting corrective actions including the replacement of the malfunctioning pump. The customer was instructed to use multiple daily injections as a backup therapy to ensure continued insulin delivery while the replacement was arranged. Additionally, the customer was guided on how to put the pump into storage mode before returning it with a pre-paid label, which was acknowledged and understood.